Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and the pad-pak were reviewed, and this confirmed that all manufacturing and quality checks and test had been successfully completed. The device was previously returned and investigated, under (B)(4), on the (B)(6) 2014. The device was returned for switching on automatically. The investigation concluded the device membrane had failed. The membrane and pogo pins were replaced, and the device was upgraded and retested to production pad final system test (B)(4). The sam 300p last passed ¿out qat from heartsine technologies on the (B)(6) 2014. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed by the user on the (B)(6) 2014 and that it had performed to specification up to the last log entry on the (B)(6) 2017. A test pad-pak was inserted into the device and failed to power on. This indicates a fault. Upon further investigation it was found that the pad-pak fuse had blown. The device was disassembled to investigate. Further investigation found the fault could be attributed to the failure of capacitor c9. No evidence was found during the investigation of the device switching on automatically. The identified c9 failure would not have caused this issue, and information from the history log shows the device had not been manually power cycled since its initial installation. It is therefore assumed that the customer returned the device due to being unable to power it on. The returned sam 300p is now outside of its warranty period and will be scrapped.